Manufacturer narrative:
The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The device has not been repaired in the last year. The appearance of the camera cable was scratched and damaged. The monitor screen was black due to damage to the ccd unit. The reported event may have been caused by user's handling. It is possible that the endoscopic image was not displayed because the ccd unit broke down due to an impact such as the user dropping the device. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was not displayed. The user replaced the device to another device and completed the intended procedure for inspection. There was no report of patient injury associated with the event.